Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels approximately 450-451 mg/dl and 6.7 mmol/l ketone level resulting in a hospitalization. Cause was not known. An increase temporary basal rate was started and insulin pens were administered to address bg/ketones. Customer was treated with an insulin/glucose infusion while in the hospital. Customer was released the following day with a bg of 198-199 mg/dl.